Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor reading and the blood glucose meter reading. Reportedly, bg and cgm values were not provided. Reportedly, the customer went to the emergency room (ER) for elevated bg and was treated with insulin drip. Reportedly, the customer had high levels of ketones, considered dangerous by healthcare provider and later admitted to hospital. Bg was treated with intravenous fluids, insulin and potassium. Reportedly, the customer was discharged from hospital with issue resolved and no permanent damage.